Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an adverse event was reported. The patient stated the dexcom had been reading in the 80¿s when he began driving. He stated he was involved in a car accident due to having a low event. The patient stated has trouble hearing and was unsure if an alarm went off. He indicated his low alert is set to 70 mg/dl and could not recall what the dexcom was reading at the time of the accident. The patient was admitted to the hospital emergency room around 3:00pm. Treatment is unknown; however, as a result of the accident, the patient had a broken wrist. Additionally, it was reported that at the time of event, the patient did not have the fall rate alarm on. The patient was released from the hospital the same day. At the time of contact, the patient was in stable condition. No additional event or patient information is available.